Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back to the superior vena cava/right atrium (svc/ra) junction. It was also reported that the patient had been rubbing the area all the time. It was further reported that the attempted replacement lead could not be used due to patient's anatomy. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found.